Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch delica lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) (year not specified). The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. It is not known if the patient continued testing with another device. About 1 ½ weeks after the alleged issue begun, the patient claims she felt symptoms of dizziness, blurred vision and fatigue. The patient denied receiving medical treatment. At the time of troubleshooting, the customer care advocate (cca) noted the patient was using the incorrect lancets. A replacement lancing device was sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after not being able to test due to an issue with her lancing device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.